Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Unknown intraoperative event in 2017. Original implant date is unknown. Device was not fully explanted as device fragments remain in the patient; event date was stated as an unknown date in 2017 complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is the sale consultant/affiliate. No reporter telephone number is available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 1.5mm cortex screw head broke intraoperatively on an unknown date in 2017 during an unknown procedure. The screw head was able to retrieved from patient, but screw shaft was left in patient. The surgeon noted trying to remove the screw would have created more damage than leaving the screw inside the patient. Surgical delay is unknown. Patient status is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cortex screw, part number 400.816, lot number unknown). The subject device was returned with the complaint condition stating two parts of an unidentifiable screw head were received for investigation. As per received event description these screw head portions belong to a part # 400.816 / 1.5mm ti cortex screw self-tapping 16mm. The remaining screw head portion and the threaded shaft were not received for investigation. A device history record review is not possible because of the missing lot numbers. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The low-profile neuro instructions for use contains the following warning note: ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed.¿ the exact root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.